Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Pt's therapeutic range: 2.0-3.0 inr. Due to high results on the meter, pt was sent to the ER for the first two tests. No additional info provided.

Manufacturer narrative:
Investigation pending.